Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead showed oversensing due to noise. The lead remains in use but a replacement procedure is planned. No patient complications have been reported as a result of this event.